Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and variable thresholds that were causing high battery drain. The lead was capped and replaced. No patient complications have been reported as a result of this event.